Manufacturer narrative:
Concomitant medical products: product ID pnma01411a004, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were unable to charge their implantable neurostimulator (ins). The patient last charged their ins in early (B)(6) 2016. They had been trying to charge for the last week and a half prior to the report and could not charge. It was noted that the patient had always had trouble charging since having their device implanted and it was noted that the device was implanted in an odd place. The patient had lost their recharger belt during a move and had been using sticky pads to hold their recharger antenna. It was noted that the belt was backwards since the patient got it which is why they didn¿t use it. They tried recharging at the time of the report and had poor coupling and saw a reposition antenna screen on their recharger. The coupling bars were present but none were shaded in. They tried repositioning the antenna but the issues did not resolve. They tried using the antenna locate feature and they continued to get no coupling bars shaded. It was reviewed that the ins may be in an overdischarged state. They tried using the patient¿s programmer to communicate with the ins and it communicated with the ins. The ins was in program b at 0.70v and the ins was showing less than ¼ charged. They replaced the batteries in the patient programmer. They tried using the recharger again and they repositioned the antenna and turned the antenna dial and they were able to get 4 coupling bars. They were going to continue charging their ins. The patient was sent a new identification card since they had moved and they were also sent a replacement recharger belt. There were no patient symptoms reported. The patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.